Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: micra, model #: mc1avr1-delsys, expiration date: 28-mar-2023, serial#: (B)(4), UDI #: (B)(4), available for evaluation: no, dev rtn to MFR? No, mfg date: 15-sept-2021, labeled for single use: yes. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant the leadless implantable pulse generator (ipg) exhibited high thresholds after first deployment. There was difficulty recapturing the leadless ipg and was eventually recaptured after some manipulation with the delivery system (ds). There was a further three deployment attempts and ove good electrical's were found the leadless ipg was deployed and the tether was removed. When the procedure was completed, it was noted that patient's blood pressure dropped and their heart rate increased. Echocardiogram confirmed perforation with pericardial effusion noted. A pericardiocentesis was performed and the fluid was drained. The leadless ipg remains in use and the patient stabilised. No further patient complications have been reported as a result of this event.